Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with moisture damage at motor assembly and electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the buttons were unresponsive. The customer's blood glucose was 294 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother mentioned that they were stuck and unable to clear the battery out limit alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.